Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports a breakage of the turbovac wand tip which was unable to be retrieved from the patient. One undated intraoperative photo was provided for review but does not assist in the root cause of the reported event. Impact with other instruments or prolonged use could result in this breakage but neither were reported. Conclusion: based on the limited information provided the root cause of the reported wand tip breakage could not be confirmed with the information provided. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the tip central part of the turbovac wand disconnected when using. The metal part could not be removed from patient hip joint. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.